Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018, the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify the event "barbs of the stratafix monocryl 3-0 suture are not supporting as they supported earlier": are the suture barbs not engaging in the tissue? The suture barbs were not engaging in the tissue. Did the suture break in two parts? No, the suture did not break in two parts. How many products presented the issue during the procedure? 4. What is the lot number of the product involved? Mdp795.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and barbed suture was used. The surgeon felt during wound closure that the barbs were not supporting as they supported earlier. There were no adverse patient consequences reported. Additional information was requested.